Event description:
The peritoneal dialysis (pd) nurse reported a patient experienced severe cramping and went to the ER on (B)(6) 2014. The patient was cultured in-hospital and culture results revealed coagulase-negative staphylococci. The patient was cultured in-hospital and culture results revealed coagulase-negative staphylococci. The patient was admitted on (B)(6) 2014 and diagnosed with uncomplicated peritonitis without allegation of device malfunction. The nurse stated the infection was attributed to a breach in aseptic technique resulting in touch contamination; the patient did not wash their hands and did not do a mask during treatment. There were no reported fluid leaks during treatment prior to infection. The patient was still hospitalized as of (B)(6) 2014 and the pdrn reported the patient's condition improved; the signs and symptoms of cramping resolved. Medical records were requested.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.